Manufacturer narrative:
Device evaluation results one cadd legacy pump was returned for investigation in good condition. The pump had a scratched screen. The investigator was unable to download the event history log. The device was powered up and alarmed with error code 1260. The error code reported by the customer was therefore reproduced. Error code 1260 represents a corruption of the memory of the circuit board. The circuit board was replaced as a result. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem (error code 1260) was unknown. A root cause was not established.

Event description:
Information received indicating that a smiths medical cadd legacy plus pump error 1260. No adverse effects reported.

Manufacturer narrative:
Other, other text: a1, h6: additional information: no patient involvement with this incident.